Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an percutaneous coronary intervention procedure using a 6f sheath. Step 1through 4 were done without problem. Reportedly, when retracting the prostyle device, resistance was felt. Difficulty was encountered maneuvering the device further, and a vascular surgeon was called and a cut-down was performed. During the cut-down, the device was found to have broken into 2 pieces with distal guide part sticking out of the vessel. The vascular surgeon then removed the device, and hemostasis was achieved via surgical suturing. No resistance was noted lowering the lever. No tissue damage was noted. All separated sections of the prostyle device successfully removed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.